Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula or adhesive failure. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may, not align with the device configuration reported in this section as this data is pulled from, our cloud based on the reported date of event.

Event description:
It was reported that the pod adhesive did not adhere well to the skin at the infusion site (abdomen) during water sport activities after approximately 5-24hours of wear, and the cannula was observed to have dislodged. This resulted in the patient¿s blood glucose level increasing to 300mg/dl. The patient applied a new pod and successfully resumed therapy.